Manufacturer narrative:
H.6. Investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label in a shelf carton from lot # 8157565. Customer states that the needles were bent. All returned pen needles were examined and 3 out of 5 samples exhibited a bent non patient end of the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle there was an issue with needles being clogged. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: informs that found that 5 needles were clogged. It mentions that it performs the flow test and does not reuse the needles. She does not see any apparent defect in the clogged needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle there was an issue with needles being clogged. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: informs that found that 5 needles were clogged. It mentions that it performs the flow test and does not reuse the needles. She does not see any apparent defect in the clogged needles.